Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a g7 pairing failed alert when attempting to pair the dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, after entering an incorrect sensor pairing code on the pump; the user was guided to correct the sensor code and reinitiate pairing mode. No adverse clinical symptoms reported. Outcomes included restoration of pairing initiation with education on the pairing period and steps. User support included technical troubleshooting and user education on correct cgm type selection and code entry. Investigation of this case revealed user error related to incorrect pairing code entry, with the pump and sensor hardware not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.